Event description:
It was reported that on an unknown date, the patient underwent tha at another hospital. The surgery was completed successfully without any surgical delay. Two years ago, a revision surgery was performed due to dislocation. At that time, the cup was exchanged, and the s-rom stem was removed while leaving the sleeve in place, and anteversion adjustment was performed. The revision surgery was completed successfully. Recently, the patient complained of pain. Radiographic evaluation showed that the stem was dislocated and was also observed to have rotated. A more detailed review of the radiographs identified a crack in the sleeve. On (B)(6) 2026, the second revision surgery was performed and the sleeve was removed. The second revision surgery was completed successfully. This pc is related to (B)(4) which reports about the dislocation after the initial tha and the first revision surgery. This pc reports about the implant fracture and the second revision surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.